Event description:
It was reported that a patient underwent revision surgery to address a fractured xia 3 ilios screw at right-side s1 and a migrated rod on the left side. The patient reported experiencing low back pain and instability, and imaging identified the fracture and migration. This report is for the unknown rod.

Manufacturer narrative:
Device location unknown.

Event description:
A company representative reported that a patient was revised to address a fractured xia 3 polyaxial screw at right-side s1 and a migrated radius rod at left-side s1. The patient reported experiencing low back pain and instability approximately two months post-operatively, and imaging identified the fracture and migration. This report is for the radius rod. Additional information received indicates that the migrated device was not the radius rod, but actually a mantis redux blocker (captured by mr 0009617544-2023-00025).

Manufacturer narrative:
Corrected data; b1, b2, b5, f10, h1, h6. H6 coding has been updated to reflect completion of the investigation. H3 other text : device location unknown.